Event description:
Litigation alleges patient had pain, stiffness, discomfort and weakness after asr hip implants. ((B)(4) 2012) - patient fact sheet was received. The part/lot numbers have been updated. (B)(4) 2013 - patient's operative records were received for their right hip. Records indicate necrotic tissue from corrosion wear was found upon revision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.